Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 4.00 x 12mm synergy ii drug eluting stent dislodged when it was taken out from the package, and it was found that the surface of the stent edge was not smooth. The device could not be used and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The synergy ous mr 4.00 x 12mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual examination identified no issues with the stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues were identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Examination of the crimped stent via scope found no issues. There were no signs of movement, the stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement.

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 4.00 x 12mm synergy ii drug eluting stent dislodged when it was taken out from the package, and it was found that the surface of the stent edge was not smooth. The device could not be used and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).